Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was logged off and unable to login. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. A technical support specialist (tss) identified that the station was live on remote support service and able to login successfully. The system functioned as intended after the technical support specialist tested the device.